Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them to improve long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case, medtronic received information indicated that this implant was performed by a new surgeon. The physician mistakenly chose to use a rigid annuloplasty ring instead of a less rigid product. The physician was unhappy with the repair during the procedure and successfully explanted and replaced the device with a less rigid device. There was no product failure.

Manufacturer narrative:
Product analysis: the device has not been returned for evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that an unknown duration post implant of this mitral annuloplasty ring, the device was explanted. This implant was performed by a new surgeon. The physician mistakenly chose to use a rigid annuloplasty ring instead of a less rigid product. The physician was unhappy with the repair during the procedure and successfully explanted and replaced the device with a less rigid device. There was no product failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.